Event description:
An implantable pulse generator (ipg) system was returned with limited information. Information identified in the paperwork indicated the patient died approximately one year post implant of the ipg system. A cause of death was requested and was reported as arrhythmia with no further information.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information.